Event description:
Patient fell on left knee that had triathlon implants, in (B)(6) 2014. Patient came to doctor on (B)(6) 2014 complaining of pain in left knee. Exam revealed laxity in knee. X-ray did not show any fractures or loosening. Decision to perform revision surgery and revise components as indicated. Conversion of cr triathlon to ps triathlon was performed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.